Manufacturer narrative:
Received voice message from the patient's daughter. The patient remained in the hospital for two additional days for observation. The allergic symptoms began to subside within hours of starting the steroids. It was determined that the patient had a reaction to a medication, although she is not sure which one it was. I returned her call and we spoke further. She thinks that maybe it was a blood thinner that her father had a reaction to, but she couldn't confirm if it was plavix. The physician changed the medication and the patient has been fine since, with no recurrence of symptoms. Based on the information provided, the complaint has been determined to be unrelated to the cypher stent and related to a pharmacological agent as there was no recurrence of symptoms once the medication was discontinued.

Event description:
Daughter of a cypher stent consumer called for medical information and reported an adverse event. On (B) (6) 2010 consumer had a cypher stent placed in an unknown vessel for an 85% blockage. On (B) (6) 2010 consumer had an anaphylactic reaction described as hives, hypotension, discomfort and shortness of breath. The consumer remained hospitalized for treatment with steroids and antihistamines. The physician prescribed additional testing inclusive of an echo and blood work. The date of discharge was unknown by the reporter and no further information was available.

Manufacturer narrative:
The patient denied permission for cordis to contact the treating physician. Additional information has been requested from the reporter and will be submitted within 30 days of receipt.